Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. Investigation summary: the reported complaint of an incorrect syringe detection was confirmed through photo provided by the facility. No devices were returned for this investigation, however, the facility provided photos recreating how the syringe module read the volume of the installed syringe. The syringe loading alaris pca and syringe modules tip sheet states that if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Bd alaris system with guardrails suite mx v12.1.3 inspection requirements states, to ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Inspection could not be performed, since no devices were returned for this investigation. No log analysis or testing could be performed, as there were no devices returned for investigation. The device was reported with no patient involvement. Root cause: the reported incident of an incorrect syringe detection was confirmed through a photo provided by the facility; however, the root cause was not able to be determined since there were no devices returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 10ml syringe was set at 9.8ml-9.9ml but the syringe pump module was detecting it as 9.58ml. There was no patient involvement as the pumps were in testing mode and not hooked up to patients.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 10ml syringe was set at 9.8ml-9.9ml but the syringe pump module was detecting it as 9.58ml. There was no patient involvement as the pumps were in testing mode and not hooked up to patients.